Event description:
It was reported by the patient that the remote monitor was no longer receiving power. If the power cord was pressed hard into the monitor the power light would come on briefly. Different electrical outlets were tried. A new power cord was sent for the patient to try. This monitor has transmitted successfully before. No patient complications have been reported as a result of this event. It was reported by the patient's family that the power cord had to be pressed in hard to the remote

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and failed incoming visual/functional check, the power connector was loose/detached. It was further noted that the power jack was knocked off causing a lifted pad.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. If the power cord was pressed hard into the monitor the power light would come on briefly. Different electrical outlets were tried. A new power cord was sent for the patient to try. This monitor has transmitted successfully before. No patient complications have been reported as a result of this event.